Manufacturer narrative:
Additional information provided in h.3. And h.10. The lens and the cartridge were not returned for evaluation. A clear bandage was returned taped to a piece of paper. The bandage had marker on it. Inside the bandage was a long, blue fiber. The fiber was sent to the particle lab for evaluation. The reported foreign material was observed. Microscopic examination shows a blue fiber approximately 12mm in length. The blue fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated ir spectra to a library of spectra finds the best match to be polypropylene. Qualified associated products were indicated. The root cause for the reported "strand" could not be determined. The reported "strand" was returned. The "strand was a long blue fiber. Although polypropylene is used in the intraocular lens (iol) lens case and the company cartridge (white/clear). No blue fiber polypropylene material is used at the manufacturing site. The origin of the long blue fiber cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmologist reported that during intraocular lens (iol) implantation procedure, a strand was found attached to the lens in the patient's eye. The strand was removed from the eye in same procedure. There was no patient harm. The lens remains implanted in patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A clear bandage was returned taped to a piece of paper. The bandage had marker on it. Inside the bandage was a long, fiber. The manufacturer internal reference number is: (B)(4).